Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the sixth inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.